Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(E1) initial reporter address: (B)(6). Initial reporter city: (B)(6) prefecture 5530003. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.